Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose level was 185 mg/dl during the call. The customer states the insulin pump was exposed to fluid/moisture. The customer states the pump was worn while swimming for a long period of time, insulin pump did power on but only showed a black screen while making loud alarm sounds. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power alarm, low battery alarm or blank display or loud alarm noted during testing. No moisture damage on electronic or motor assembly noted. The device was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and cracked reservoir tube window corners.